Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy2115 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (judy2115) have been reported from the same facility in (B)(6).

Event description:
It was reported that there has been an increase in the number of safety reports related to the plastic piece of the statlock detaching from the adhesive backing. No other information was provided. It was further reported that this occurred with 7 devices, four of which were returned to manufacturer. This report addresses the seventh device.